Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed due to a machine proximal pressure sensor autozero reference failure. The customer also reported data acquisition printed circuit board assembly/ analog digital converter (pcb adc) reference failures in the device history log. There was no patient harm.

Manufacturer narrative:
The manufacturer's bench technician was unable to confirm the reported issue. The bench technician found the data acquisition pcb to motor controller pcb cable was disconnected from the data acquisition board connector and that the motor controller board had been removed from the cpu board connector. The bench technician replaced the data acquisition pcb to motor controller pcb cable kit to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
The device diagnostic history was received from the manufacturer's bench technician. Review of the device diagnostic history indicated the presence of multiple error codes suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition.